Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during implantation of a cardiac resynchronization therapy pacemaker (crtp), a micropuncture transitionless access set's wire unraveled. Access was obtained in the left subclavian vein. The access needle was inserted and the micro wire was advanced through the needle. The physician attempted to reposition the wire and it unraveled "at least twelve inches" in the subclavian vein. The dilator was advanced over the wire, which was then fully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information received 09feb2023 stating that the patient's access site was normal. Resistance was felt during the removal of the wire guide. To remove the wire, the needle was pulled back from the wire and then the introducer was used to pull the wire out. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The used complaint device was returned to cook for investigation. Only the wire was returned, which started to unravel approximately 38 centimeters from the distal end. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions: ¿do not attempt to insert or withdraw the wire guide and/ or introducer if resistance if felt.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the return device, suggests that there is evidence the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that component failure unrelated to manufacturing contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during implantation of a cardiac resynchronization therapy pacemaker (crtp), a micropuncture transitionless access set's wire unraveled. Access was obtained in the left subclavian vein. The access needle was inserted and the micro wire was advanced through the needle. The physician attempted to reposition the wire and it unraveled "at least twelve inches" in the subclavian vein. The dilator was advanced over the wire, which was then fully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09feb2023 stating that the patient's access site was normal. Resistance was felt during the removal of the wire guide. To remove the wire, the needle was pulled back from the wire and then the introducer was used to pull the wire out.